Manufacturer narrative:
This patient initially presented to cardiac cath with chest pain. Pci was performed in an a 90% de novo lesion in the circumflex of approx 41mm in length in a 2.5mm vessel diameter. Unk if the lesion was calcified. A 2.5x23mm and a 2.5x13mm cypher stent were deployed. Intra-procedure meds included integrillin and heparin. Plavix was prescribed indefinitely. One year later, the patient returned with chest pain. She had stopped taking her plavix. There was 99% stenosis, but no thrombus present. Ivus was done. The lesion was pre-dilated and a 3.0x8mm cypher was deployed at 12 atmospheres (atm) and a 3.0x18mm cypher at 15 atm. Post-dilation was done at 15 atm. Plavix was given prescribed indefinitely. Approximately 6 1/2 months later, the patient returned to the hospital with chest pain and shortness of breath. She stopped taking plavix on two months after the previous procedure. Nintynine % occlusion was found. There was no thrombus present. Ivus was done. It was treated by ballooning, cutting balloon and 2 taxus stents were deployed inside the cyphers. The patient was doing fine after the procedure and cautioned to remain on plavix. These products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2007-00037, 3003742446-2007-00038, 3003742446-2007-00039, 3003742446-2007-00040.

Event description:
One year after percutaneous coronary intervention (pci) with two cypher stents, in-stent restenosis was found. The patient was treated with two additional cypher stents, but returned approximately 6 1/2 months later with restenosis again.